Event description:
On (B)(6) 2013, a physician performed an uneventful novasure endometrial ablation and the patient was discharge home. On (B)(6) 2013, the patient presented to the emergency room with severe abdominal pain and tachycardia. The physician performed a laparoscopy and "no perforation or bowel injury" was noted. The patient's blood work revealed a "high white blood cell (wbc) count of 37.66". The patient was admitted on (B)(6) 2013 and discharged on (B)(6) 2013 with a "normal wbc of 10.60". On (B)(6) 2013, the physician's nurse reported the "patient is doing fine". On (B)(6) 2013, the physician's nurse reported the patient's urine culture exhibited "(B)(6)". No intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Sterile lot record was reviewed for this disposable device and was confirmed to be within specified limits. (B)(4).